Event description:
It was reported to philips that the device's ECG cable needs replacement. There was no reported patient involvement. The customer worked with the technical support representative. The customer confirmed they need the ECG cable. Upon conclusion of the evaluation, it was determined that the ECG cable requires replacement. A quote for ECG cable, 453563198151 was sent to customer. The customer will install cable themselves. The ECG cable to be replaced by customer as their budget allows.